Manufacturer narrative:
On (B)(6) 2020, the patient had moved onto the ipg (neurostimulator) implant phase. Post-operative, the patient was feeling stimulation in the buttock area, same area as originally reported during the trial phase. The patient was programmed sub-threshold. Post-op is scheduled for (B)(6) 2020 to check on the patient's status.

Event description:
The patient had an advanced trial procedure performed. The patient reported feeling stimulation in the buttock during post-op on (B)(6) 2020 through (B)(6) 2020. On (B)(6) 2020, the axonics clinical specialist (cs) spoke with the patient on (B)(6) 2020 on the phone and patient reported that they pulled themselves up in bed and felt a pull internally. The patient also reported feeling stimulation in the low back/tailbone area and pain in the low back/tailbone was increasing. The cs asked the patient to switch programs but the patient continued to feel stimulation in the low back and not in the bicycle seat area. The patient came into the doctor's office on (B)(6) 2020. Patient indicated their percutaneous extension (pe) was caught on something and pulled. The doctor's nurse changed the bandage and the doctor confirmed the patient's back looked normal and there was no potential infection. During the bandage change, bruising was noticed where the 2 strain relief loops were made on the pe following the exit site. The strain relief loops were placed over several 2x2 and then covered with multiple tagederm bandages intra-op. Following the change, the cs met with the patient with doctor's nurse present and reprogrammed the device. The cs tested 4 programs by bringing stimulation up to a comfortable level. The patient felt stimulation in the low back on each program. The pulse width was then changed for each program. This change seemed to target the stimulation toward the tailbone area. At one point, device was turned off without letting patient know and the patient reported they continued to feel stimulation in the low back/tailbone area. The cs reported that this may possibly be due to the lead being migrated and the patient is experiencing tailbone stimulation which may be the cause of the pain. The doctor was updated on the situation. The patient was sent home with 2 new programs at a sub-stimulation level so the patient was still comfortable and receiving therapy.

Event description:
See section h, number 6, event problem and evaluation codes and section h, number 10, additional manufacturer narrative.

Manufacturer narrative:
The patient was able to talk to the doctor and stated to them that the device was helping, but they were feeling pain where the ipg (neurostimulator) was implanted. Doctor is considering a pocket revision but stated since patient has other autoimmune diseases, unsure if a pocket revision would help. No dates or further details have been discussed.

Event description:
See section h, number 6, event problem and evaluation codes and section h, number 10, additional manufacturer narrative.

Manufacturer narrative:
Post-op appointment scheduled for (B)(6) 2020 to check on patient's status was cancelled by the patient. The patient has rescheduled for (B)(6) 2020.